Manufacturer narrative:
Additional information: device mfg date has been updated based on the returned product download. Sensor 0m0005x1qtw has been returned and investigated. Visual inspection has been performed and no issues were observed. Extracted data from the returned sensor using approved software, the sensor was found to be in state 5 (indicating normal termination). The sensor plug was properly seated. The adhesive was returned. Extended investigation has also been performed. Dose audit reports and environmental monitoring reports, including bioburden and endotoxin testing, were reviewed for the quarterly period during which each complaint unit was manufactured. No malfunction or product deficiency was identified. No further investigation is required.

Event description:
Customer reported experiencing skin irritation after 14 days of wearing an adc freestyle libre sensor. Customer experienced symptoms described as itching and redness and had contact with a healthcare professional who prescribed decoderm steroid ointment for treatment. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported experiencing skin irritation after 14 days of wearing an adc freestyle libre sensor. Customer experienced symptoms described as itching and redness and had contact with a healthcare professional who prescribed decoderm steroid ointment for treatment. There was no report of death or permanent injury associated with this event.